Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The e-piece was disengaged from the device. The loading unit was received fully applied and preloaded on the instrument. Functional testing was precluded due to the disengaged e piece. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of excessive manipulation of the device. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic promonto-fixation procedure, when the surgeon needed to fix the mesh using the device, a piece of plastic from reload disengaged and fell into cavity of the patient. The surgeon was able to retrieve the device¿s component. There was no patient injury.